Event description:
Caller reported a cartridge alarm, which did not cause the customer's blood glucose level to exceed 500 mg/dl. There was no adverse impact to the blood glucose level. Technical support decided to replace the pump and instructed the caller on the necessary steps for receiving the replacement, putting the pump into storage mode, and returning the problematic pump within 10 days. Caller received guidance on using the new pump and acknowledged the advice, including potential procedures for using a g7 sensor and arranging for delivery with a signature.